Event description:
It was reported that the patient had a return of symptoms. Testing was performed, including impedance testing, and indicated a fractured lead. Replacement surgery was performed and the patient was reported as "ok".

Manufacturer narrative:
Lead model 74829536 serial # (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2011.

Event description:
Additional information showed the patient's ipg was also explanted.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Final device analysis of the extension revealed no anomalies; extension was functionally ok. Extension was segmented; suspected explant damage. Continuity was acceptable in all segments, and no shorts were noted.